Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problems) has been confirmed. Upon investigation the battery charger/modem would not charge a battery. Upon investigation the battery charger/modem was resetting. The cause for the failure was isolated to a shorted q1 current-controlling transistor on the bedside pca as well as contamination on the battery pca and a damaged u13 cmos flash microcontroller on the bedside pca. The damage to the microcontroller was caused by the contamination. The root cause for the shorted q1 transistor could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported battery charger problems.